Manufacturer narrative:
Awaiting product return to conduct quality investigation.

Event description:
Consumer called to report getting inaccurate readings with his plink meter. Analysis run on clark error grid using mean ave. Meter reading (61) as ref. Point vs. Bd readings (33, 88) yielded data points in the d range of the grid, outside of acceptable limits.